Event description:
It was reported that the patient lost consciousness due to hypoglycemia during the night. Their partner gave them glucagon before calling the ambulance. Upon the ambulances arrival the patient was given intravenous therapy of glucose (50 ml of 300 mg/ml). The ambulance's blood glucose (bg) meter was unable to detect a value due to the patient's blood glucose level being extremely low (bg levels not provided). The pod was worn on the arm. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.